Manufacturer narrative:
Minimal resistance was noted during advancement. No deformation noted to the deployed stent and there was damage to the vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a procedure involving the everflex entrust 6x150x120, tracking difficulty was noted. A second everflex entrust stent was used. During deployment at the target site within the patient vasculature, partial deployment occurred. The thumbscrew/lock-pin was checked for securement prior to the procedure and was removed prior to attempted deployment. The stent remained in the patient, and the delivery system was safely removed. The procedure was completed using a third everflex entrust stent. No patient complications have been reported as a result of this event.